Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148- 2024 -06103 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Event description:
It was reported that the cystonephrofiberscope's connection for the instrumentation channel was torn out. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.